Manufacturer narrative:
Vyaire file identification: (B)(4). The log file shows alarm 315 - inspiration valve or device leaky. Once the evaluation is completed, a follow-up medwatch report will be submitted with the result along with any additional information received from the customer.

Event description:
The customer reported that the bellavista 1000 was showing alarm 315 (inspiration valve or device leaky). Patient involvement is still unknown.